Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was an unspecified alarm. The unspecified alarm was determined to be system error 345 alarms which were evidenced in the event history log review. Evaluation also experienced a system error 345 alarm. The device was found out of specification. The cause was determined to be the ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.